Event description:
It was reported that during an unspecified procedure, a distal tip separation and vessel dissection occurred. The lesion was located in the obtuse marginal (om) artery, however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. Following deployment of another manufacturer's stent, a vessel dissection was noted distal to the stent. To address the dissection, the physician advanced the pt graphix guide wire, however, the guide wire formed a loop and snagged on a distal stent strut. Upon applying a "great deal of force" in an attempt to remove the guide wire, the distal tip of the guide wire detached and remained "wedged" in the distal portion of the stent and the stent formed an "accordion" shape. The physician advanced a snare device, however, attempts to retrieve the detached guide wire tip were unsuccessful. An unspecified balloon catheter was advanced to the stent and inflated to secure the tip of the guide wire between the stent and vessel wall. The balloon was also used to "smooth out" the accordion effect on the stent. The procedure was completed without further intervention. The patient's status is reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A shipment history was performed for this customer for the three year period preceding the procedure. A review of the manufacturing record for the identified batches shows that the devices met their material, assembly, and product specifications. The risk of the reported event is noted within the directions for use (dfu): "care should be taken when advancing a guide wire after stent deployment. A guide wire may exit between struts when recrossing a stent that is not fully apposed to the vessel wall. Subsequent advancement of any device over the guide wire could cause entanglement between the guide wire and the stent". The most probable root cause can be attributed to operational context.